Event description:
A power source alert 07 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer used a tandem charging cable and wall adapter, left the wall adapter plugged into a working outlet for at least 30 consecutive minutes, and resolved the issue by having the pump begin charging. No further assistance was required.